Event description:
I used fixodent and poligrip from approximately 1995 until 2009. While using these creams, I began experiencing numbness, tingling and muscle mass was lost from right side of body. I was diagnosed with neuropathy. May neuropathy is permanent. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 1995 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.